Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported "intermittently shuts off" which was found through a review of the event history log by the presence of "improper shutdown!" On the final days of customer use in the log; however, it cannot be determined if the alarms are user induced or due to device malfunction. The evaluation was unable to reproduced the symptom. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently shut off in the critical care area during infusion when the device is tapped on the side. There was no patient involvement. No additional information is available.